Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, biomechanical overload, inflammation, mobility. Patient has copd. Another implant placed on (B)(6) 2018 which came out on (B)(6) 2019. Overloaded implants too quickly. Same patient as (B)(6).